Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis revealed pump motor gear train anomaly corrosion and/or wear and/or lubrication, and pump motor gear train anomaly stall due to gear wheel 3.

Event description:
It was reported that a pump alarm was heard, but telemetry had not yet been performed. The patient stated that the pump was alarming, and it had started on the date of the report. The patient was contacted by their healthcare provider (hcp), who prescribed them an ¿oral medication¿ for that weekend. Subsequently, the patient was seen in the pain clinic on (B)(6) 2014. The pump was being used to infuse morphine (unknown). Additional information received on (B)(6) 2014 included the report that a critical motor stall alarm had occurred; the patient had two motor stalls, one never recovered. It was unknown if there were any patient symptoms or complications associated with the event. Battery depletion was reported as unknown. It was unknown of any diagnostic testing or troubleshooting was performed. The product issue was reported as resolved, but the cause of the issue was unknown. Actions required as a result of the event included replacement. The pump was being used to deliver hydromorphone, bupivacaine, and clonidine. The outcome regarding this event was unknown. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.